Manufacturer narrative:
Follow-up #1: date of submission 10/07/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 09/15/2016 with the following findings: on investigation, all the keypad buttons had normal response; investigation did not duplicate the alleged keypad button unresponsiveness. The keypad cover was removed for investigation and revealed no contamination on the contacts of the keypad buttons. Unrelated to the original complaint, the battery compartment was noted to be cracked in two places.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use thepump. There was no indication that the product caused or contributed to an adverse event.